Event description:
It was reported that during the procedure patient experience abdominal distention and respiratory distress and was hospitalize and drain placement was perform.

Manufacturer narrative:
The investigation determined the probable cause is related to additional irrigation(off label use)that was used during the procedure. Outcome documented was resolved without sequelae. The review determined that the abdominal distention and respiratory distress is not serious adverse event. In addition, the customer did not report any issues with the monarch system that may have contributed to the reported issue.